Manufacturer narrative:
One device was returned for evaluation. No anchors or sutures were returned for evaluation. While performing a visual inspection it appears that an improper technique may have been used causing the inverter body of the needle to bend. Per IFU (B)(4) rev. C "warnings"; do not bend the delivery needle. A functional test of the device couldn't be performed due to the condition of the returned needle. Based on the evidence provided, no root cause relating to the manufacturing of the product can be determined. (B)(4).

Event description:
It was reported that t1 deployed during an acl with meniscus repair. Surgeon tried to deploy t2 and no suture was deployed. The auditory confirmation of the product did not produce the clicking sound to confirm the deployment as well. Additional information states that t1 was removed from the patient. The surgeon did not have a back-up fast-fix device therefore he completed a debridement of the lateral meniscus.